Manufacturer narrative:
(B)(4). Reference manufacturer report (B)(4) for additional devices used in the same case.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure involving the stomach. Could not get the reload onto the adapter and handle. Finally tried a different reload and it worked. After the case and upon visual inspection, noticed the black tab on the reload was covering the "load." This piece seemed to easily move back and forth. There was no patient harm. The current status of the patient is good.